Manufacturer narrative:
H10. Additional manufacturer narrative: the device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. If additional information is received a supplemental MDR will be submitted. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. The cause of the event cannot be determined at this time; however, patient factors and progression of patients underlying valvular disease likely impacted the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a patient with a 21mm aortic valve implanted eight (8) months, underwent valve-in-valve procedure due to thickening of leaflets resulting in severe stenosis, moderate aortic insufficiency, and calcified vegetation. Patient presented with malaise, sob, and a recent cap requiring antibiotics for 7 days. Work up echo does ava 0.54 cm2, peak gradient 90 mmhg, mean gradient 53.7 mmhg, calcified vegetation on aortic valve. Patient also showed severe prosthetic valve stenosis with moderate ai, mr, tr. A 23mm transcatheter valve was implanted inside the 21mm valve. Case went well. Case was uncomplicated and patient expected for discharge on post-operative day one (1). Patient initially presented with endocarditis 10 months ago, and was treated with full course of antibiotics. Approximately eight (8) months ago was implanted with 21mm 11500a and also underwent tricuspid valve repair. Her post-operative course was complicated by a gib requiring 4 units rbc and a pleural effusion with pigtail placement. In the fall, patient was diagnosed with left know septic arthritis with bacteremia (b-hemolytic streptococcus) and was treated with antibiotics.